Event description:
It was reported that, the pacemaker from the system exhibited a safet switch due to high pacing impedances out of range on this right atrial (ra) lead. Arrhythmia logbook episodes also showed atrial tachy response (atr) episodes with right atrial (ra) lead noise and oversensing. Additionally, a signal artifact monitor (sam) was recorded. The technical services (ts) discussed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.